Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. Customer stated was at the doctor's office, and the doctor called the ambulance. The customer's blood glucose level was 674 mg/dl. No symptoms were reported by the customer. The customer was wearing the device at the time of admission. The cause of the event was unknown. It was unknown with what the customer was treated. The customer was released on (B)(6) 2016. The customer also called in to report a change sensor alarm. No further details were provided. Nothing was replaced or returned.